Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effect of hemorrhage, occlusion, pseudoaneurysm and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. The patient effects of hemorrhage, occlusion, pseudoaneurysm are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- date estimated. D4: the UDI is unknown as the part and lot number were not provided. Article titled "surgical versus interventional treatment of major access site complications during transfemoral tavi procedures at a large volume center."

Event description:
The aim of this study was to evaluate the short- and long-term outcomes of endovascular treatment compared with surgical repair for access-related vascular complications. The access sites were either pre-closed with 2 proglide devices or closed post-procedure with a non-abbott device. There were no reported device malfunctions, however, adverse events potentially related to the proglide devices occurred. Among these are: bleeding, occlusion, and pseudoaneurysm. Treatments included surgery, angioplasty (balloon), pti with covered stents, and blood transfusions. The study concluded that endovascular treatment of access-related vascular complications of transfemoral tavi procedures was safe and feasible. Additional information can be found in the article titled "surgical versus interventional treatment of major access site complications during transfemoral tavi procedures at a large volume center."